Event description:
Note: this event pertains to an investigator sponsored clinical trial [self expanding metal stent trial 2009: steel (wallstent rx) vs. Nitinol (wallflex rx)]. It was reported to boston scientific corporation that a wallstent rx biliary endoprostheses was implanted within the common bile duct of cancer patient, during an endoscopic retrograde cholangiopancreatography on (B)(6) 2010. According to the complainant the patient has several co morbidities including; atrial flutter, congestive heart failure, hypertonia, and a pancreatic tumor that is compressing the common bile duct. The patient's anatomy was reported to be tortuous; however, the stricture site was not dilated prior to stent placement. The stricture was measured utilizing fluoroscopy, and was reported to be two centimeters in length. It was reported that the stent was the proper length for the stricture. The stent was able to be deployed without issue utilizing fluoroscopy. The stent was reported to be fully expanded after implantation. On (B)(6) 2010 the patient presented with jaundice, and a second endoscopic retrograde cholangiopancreatography procedure was performed. During the procedure the stent was fully expanded, however, a "kink/narrowing" of the stent was observed. It was reported that the patient's duct had turned sharply and the stent opening was against the wall of the common bile duct, therefore, narrowing and obstructing the stent. According to the physician, no dilatation was needed; however, a second non-covered (four centimeter) wallstent rx biliary endoprostheses was implanted. The second wallstent was successfully implanted within the first wallstent, in order to bridge the patient's tortuous anatomy. It was reported that both wallstents are still implanted within the patient, and the biliary flow has been restored. Post procedure the patient's condition was reported to be stable.

Manufacturer narrative:
(B)(4) - medical intervention required. The complainant indicated that the device has been implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.